Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 28aug2018 to assess the instrument test well images in question, which appeared as visually positive. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on 30aug2018 and found the echo lumena to be operating as expected. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with an echo lumena instrument, when tested on (B)(6) 2018.